Event description:
Event: retroperitoneal incision to remove device. Case details: the pt reported to have significantly tortuous iliac and aortic vessels. The physician reported that it was difficult to insert the device and that extreme jacket retraction forces were encounted. The device was implanted. During device removal the jacket guard became stuck in one of the bends of the iliac artery. The device was pulled harder and the jacket guard spearated. A retroperitoneal incision was then performed to remove the device. The physician elected to leave the separated piece of the jacket guard inside the pt. The pt was reported to be doing well.